Manufacturer narrative:
(B)(4).

Event description:
The field rep reported that this system was explanted for an unknown reason and not replaced. A request for op notes has been sent to the hospital on file. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.